Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an error occured at boot up and then the touch pen would not work once the power was cycled. Technical support (ts) advised the caller to replace the touch pen and try again, if it still doesn't work, to return it for repair. The programmer remains in use. There was no patient involvement.